Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. Gudid information does not exists, as the customer did not provide the product information. Contour® plus meter is similar to the contour® next meter available in the us market. Therefore, device product code as nbw has been captured in section d2b and 510k # has been captured as k191286 in section g4.

Event description:
The customer from united kingdom reported that he bought the contour® plus meter from ebay and the meter was displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. A replacement meter kit was sent to the customer.